Manufacturer narrative:
(B)(4). Evaluation, results: (stent damage, failure to deliver the stent). Results and conclusions: (moderately calcified lesion with 90% stenosis following pre-dilation), (use of force). Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was slightly frayed. The stent was positioned on the balloon between marker bands as per specification. A number of struts on the 8th and 9th proximal stent segments were raised and pulled distally.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lad with moderated calcification and 95% stenosis. The lesion was pre-dilated twice using a 1.5 x 15 mm sprinter balloon up to 12 atm's. Ninety percent stenosis remained following pre-dilation. The endeavor sprint could not cross the lesion and damage to the stent struts was observed on removal. Force was used in an effort to advance the device to the target lesion. The device had been inspected prior to use with no abnormalities noted. The target lesion was treated using another endeavor stent of the same size. Patient status post procedure was stable and no clinical sequelae were reported.